Event description:
It was reported to st. Jude medical that increase thresholds were observed at follow-up. X-ray revealed lead dislodgement. During lead repositioning, the physician experienced numerous extraction problems with the helix. The following day, the thresholds rose again and a sensing anomaly was noted. A subsequent lead repositioning resulted in a repeat of the previous days' anomaly. Fluoroscopy showed that there was some resistance at the svc coil. The physician then opted to reposition the lead when removing seemed unlikely, however while using an extra firm stylet the lead body was inadvertently punctured from the top. As a result, the lead was explanted.